Event description:
Pt was revised due to pain. Intraoperatively noted some pitting on the poly, minimal wear.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported pain. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.